Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that while applying the 4th layer of two (2) profore kit latex free, the last quarter of the roll becomes very hard to unroll, it seems glued/melted together, so that they can not apply it to the patients leg, the nurse had to cut the last quarter off. Treatment was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found the roll is difficult unroll, establishing a relationship between the device and the reported event. The root cause was identified as manufacturing process issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, confirming the reported event visual inspection noted no obvious defects, functional evaluation confirmed the profore layer 4 was difficult to unwind. A documentation investigation has been conducted, confirming previous complaints of this nature, with corrective actions assigned, establishing an inadequate standard operating procedure as the root cause. A review of the device history confirmed that no manufacturing problems had been observed, the complained product was released prior to the initiation of the corrective action. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.